Event description:
Customer was contacted through an outreach program to discuss issues he was having with his insulin pump. He stated that when using his insulin pump, the infusion set will fall out of his body. Customer stated the infusion set stays in seventy percent of the time. It falls out sometimes after showers, when he is sweaty, and other random times. Customer also stated his blood glucose elevates when he changes his infusion set and does not prime the insulin pump. Customer states he will notice his blood glucose rise and realize that he did not prime the insulin pump. Customer was advised of insertion and site methods and to call in whenever an issue occurs. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.